Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, line a of the device was programmed to deliver unspecified concentration of noradrenaline, at a rate of 1ml/hr, with a vtbi (volume to be infused) of 100ml, and the delivery was started. After an unspecified length of time, the patient complained of a headache. At that time, the nurse noted that 15cm past the cassette, there were 5 solid air segments, one measuring 2cm and four measuring 1cm in length in the tubing distal to the device with no device alarm. At that time, the nurse stopped the delivery. The customer contact reported the patient's headache was possibly due to air delivered to the patient through the right jugular central catheter. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.